Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motion sensor test failure alarms noted. It was unable to test for unexpected restart alarms due to motor error alarms during bolus. Device had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, racked case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 406 mg/dl. The alarm history showed a motor position encoder error alarm on (B)(6) 2013. The customer also reported that the device has 3 cracks in the corners of the screen. Blood glucose value at the time was 172 mg/dl. She also mentioned receiving a motion sensor test failure and an unexpected restart alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.